Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and noisy signals. Boston scientific technical services (ts) was contacted and advised to bring the patient into the clinic for troubleshooting. The crt-d and rv lead were explanted and replaced. No additional adverse patient effects were reported.